Event description:
It was reported that, "the stab and grab tightener folded on itself and the final tightening driver (without split) snapped off in the screw. Both were caused by surgeon not drilling/tapping to a level equal to screw length."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.